Event description:
It was reported that a shaft break occurred. The target lesion was located in the right coronary artery (rca). A first attempt with an emerge balloon was used, but was unable to dilate the fibrotic plaque. A 10mm x 3.00 mm wolverine coronary cutting balloon was then used and upon entering the guide catheter, the shaft broke. The wolverine did not make it to the target lesion. Another wolverine of the same size was used but was not able to advance. The procedure was completed and no patient complications were reported in relation to this event.